Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with serial number (B)(6) developed a crack across the screen while the device continued to function, and blood glucose levels were not affected. Symptoms included no clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included a device replacement and return of the original unit for evaluation, with instructions to sync data, shut down the device, and return it using the provided label. Investigation of this device revealed a broken or cracked display consistent with physical damage to the screen while the device maintained normal operation without alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen with no adverse health effect.